Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacemaker lead was ripped off and damaged, but was fixed and is now working perfectly. No further information could be obtained through follow-up investigation. The lead remains in use. No patient complications have been reported as a result of this event.